Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of "catheter fractured" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The customer's reported complaint description of "catheter fractured" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A review of the lot history records was performed for the reported packaging lot for any deviations related to the reported defect of the complaint. The review confirmed that the packaging lot and all component lots met all material, assembly, and performance specification. The instructions for use, which is supplied to the user with this catalog number, contains the following statements: - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter fragmentation and catheter pinch-off. Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2017: port had stopped working (unable to aspirate), and was brought into the ir lab for analysis. Fluoro. Images showed an area mid-catheter where it appeared that the catheter was being compressed by some sort of material build-up on the exterior of the catheter. A dye test was performed and the catheter showed no leakage. The port was removed and upon removal, it was observed that the external surface of the catheter was coated with some sort of "gritty" precipitate. It was also observed that the catheter had a noticeable split in the catheter where the observed compression would've been. Dr. Rivard was not convinced that the split was there prior to removal since the dye test showed no leakage. He felt that it may have split upon removal. Dr. Rivard has also observed this phenomena ("gritty" deposits on catheter sheath.) In the past with acute leukemia patients. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.